Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that the spinal cord stimulator (scs) did not cover her right leg, back, hip, and side. If she turned stimulation high then it would, but then it would annoy her to have stimulation that high. The patient could feel stimulation on the left side at lower stimulation level. As a result, the patient did not use scs. The patient had been back to her doctor to get reprogrammed multiple times. The issues had been occurring since implant. It was also noted that there was a poor communication screen on the patient programmer (pp). The implantable neurostimulator recharger (insr) was not able to communicate. The patient could not make a connection since 2 weeks ago. The last successful charge session was couple months ago. The last time the patient felt stimulation was unknown since the patient didn't use the scs. It was also noted that the implantable neurostimulator (ins) had moved from her back to her side. It "slowly crept there." It would hurt to lay on her implant. It was unknown when this issue started. It was noted that the patient's relevant medical history includes chronic low back pain and spinal pain. A healthcare provider (hcp) later reported that the patient was unable to charge the device and they wanted to get a manufacturing representative (rep) out for the patient's next appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.